Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient encountered infusion set leakage. Infusion set was in use for 5 days. No further information available.